Event description:
It was reported that "dr. Has identified quality issues with our bard powerpicc provena lines. There is no specific differentiation for what piccs we are seeing the issue with (single vs dual, 3-5fr), wire pulls out smoothly, but then noted to have be bent to the point of nearly breaking. Risk is of dislodgment in the line/vessel".

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of regq1413 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a kinked stylet was confirmed; however, the root cause was not identified. The product returned for evaluation was one photograph which depicted a 3cg tls stylet. The depicted region of the device included most of the plastic-coated region. The device was held by a gloved hand and use residues were observed on the glove and stylet. The stylet appeared to be intact; however, a kink was observed near the distal epoxy. The plastic coating appeared deformed and narrowed within he kinked region. Stylet damage was observed in the submitted photograph; however, inspection of the photograph was insufficient to identify the cause of the damage. Consequently, this complaint is confirmed as cause unknown¿ at this time. Potential contributing factors include complete removal and re-insertion of the stylet during catheter trimming, insertion of the stylet past the tip of the trimmed catheter, and stylet manipulation prior to or during attempted use. H3 other text: evaluation findings are in section h11.

Event description:
It was reported that "wire pulls out smoothly, but then noted to have be bent to the point of nearly breaking. Risk is of dislodgment in the line/vessel". Additional information: sedation team was placing a 4fr powerpicc provena dual lumen catheter, when the doctor noticed the guidewire, or positioning wire was bent. The wire pulled out smoothly, but then under further investigation, it was noted to have been bent to the point of nearly breaking. Patient is being treated for neuroblastoma with chemotherapy.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a kinked stylet is confirmed; however, the root cause could not be determined. The products returned for evaluation were five 4fr dual lumen powerpicc provena kits. All five kits were received in their original sealed packages. The packages were unremarkable. The kits were opened and the included guidewires, catheters and inlaid stylets were inspected. The components appeared unremarkable. The lengths of the magnet strings were measured in all three stylet and found to be within manufacturing specifications per (B)(4). Also received was one photograph which showed a 3cg tls stylet. The depicted region of the device included most of the plastic-coated region. The device was held by a gloved hand and use residues were observed on the glove and stylet. The stylet appeared to be intact; however, a kink was observed near the distal epoxy. The plastic coating appeared deformed and narrowed within he kinked region. Stylet damage was observed in the submitted photograph; however, inspection of the photograph was insufficient to identify the cause of the damage. Consequently, this complaint is confirmed as ¿cause unknown¿ at this time. This complaint will be recorded for future trending and monitoring purposes. H3 other text : evaluation findings in section h:11.

Event description:
It was reported that "wire pulls out smoothly, but then noted to have be bent to the point of nearly breaking. Risk is of dislodgment in the line/vessel" additional information: sedation team was placing a 4fr powerpicc provena dual lumen catheter, when the doctor noticed the guidewire, or positioning wire was bent. The wire pulled out smoothly, but then under further investigation, it was noted to have been bent to the point of nearly breaking. Patient is being treated for neuroblastoma with chemotherapy.